Manufacturer narrative:
Initial

Event description:
It was reported that an ilet bionic pancreas experienced a cracked touchscreen that rendered the device unusable, consistent with a device fracture involving the touchscreen component; the user reported trouble operating the device afterward and planned to return it, and education on syncing and management was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen, aligning with a fracture of the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.